Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities, other than the deformed spiral and missing tip. There was dried blood/body fluid in the lumen. The sion blue wire mentioned in the complaint was not returned in, or with the lead. Testing was completed to assess lead electrical performance and all measurements throughout these tests were within normal limits. The wire insertion test passed without issue, indicating no blockage in the lumen. The reported device damage and difficult to insert allegation was confirmed, likely the result of the lead spiral being deformed and the missing silicone tip observed by the laboratory.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. The lead was placed in the vessel using a guiding catheter and a sion blue wire and the lead became stuck. The lead would not move over the guide wire either forward or backward. The lead and wires moved freely in the catheter, but the guide wire did not move freely within the lead. The lead and guide wire were removed and the lead appeared to be stuck toward the distal end and the very tip of the lead (white bit) was dislocated from the body though still on the guide wire. A different lv lead was implanted successfully. No adverse patient effects were reported.